Event description:
It was reported bd pen needle 32gx4mm 5b 28ct had 3 reports of flow issues and 5 reports of leakage. The following information was provided by the initial reporter, translated from (B)(6): "according to the customer, customer purchased 28 needles from dealers... 3 needles were blocked and 5 needles was leaked during injection"

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7 pcs retention samples and all no needle clog fail found. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.